Event description:
Spoke with patient regarding ohtuvayre inh susp therapy. Patient stated that they have not been using the medication as prescribed. Patient forgets to take medication, patient stated that she needs new tubing and mask doesn't fit well on tubing. Patient states that she is always busy and for these reasons misses doses. Contacted resolutions to authorize shipment of an additional nebulizer pari plus lc and air filter, since patient reported issues with her current mouthpiece and tubing. Advised patient to take the medication in the future as prescribed (twice daily) and to contact the dr regarding her therapy.